Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of fiber break. Block h10: investigation results the returned lighttrail reusable 270 um laser fiber was analyzed, and a visual evaluation noted that it was returned damaged. Further analysis determined that the fiber body was detached/fractured when pulled away from the connector. Visual examination revealed that the fiber tip was damaged and the remainder of the tip was not returned. No other issues with the device were noted. The reported event was confirmed. The condition of the returned device revealed that the fiber body was broken, and the tip was damaged during use, likely as a result of handling of the device as it was used and interacted with the scope. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that a lighttrail reusable 270 um laser fiber was used in a transurethral holmium laser lithotripsy procedure for ureteral calculus performed on (B)(6), 2020. According to the complainant, during the procedure, the laser rod failed resulting in fiber rupture and damage. Reportedly, no fiber fragments fell inside the patient. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail reusable 270um laser fiber was used in a transurethral holmium laser lithotripsy procedure for ureteral calculus performed on (B)(6) 2020. According to the complainant, during the procedure, the laser rod failed resulting in fiber rupture and damage. Reportedly, no fiber fragments fell inside the patient. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.